Manufacturer narrative:
The system will continue to be monitored at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited increased shock impedance measurements, including high out of range measurements. Commanded shocks were delivered to test the system which yielded acceptable shock impedance. No additional adverse patient effects were reported.

Event description:
Additional information was received indicating this lead was later surgically abandoned and replaced with another manufacturer's lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating the patient received an inappropriate shock for atrial fibrillation (af) with rapid ventricular response. On device interrogation a code 1005 was displayed indicating the device delivered a shock into an open condition and daily shock impedance measurements had been high and out of range. Troubleshooting found the high shock impedance measurements appear to be due to the distal coil. Boston scientific technical services (ts) recommended device and/or lead replacement as there were no programming options available. The high shock impedance measurements were believed to be due to physiologic reasons. No adverse patient effects were reported.